Manufacturer narrative:
Combination product: yes

Event description:
Noise on ra and far field channel consistent with emi. Recommended discussing what patient was doing at the time to avoid emi in future. Device remains implanted. No adverse effects.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.